Manufacturer narrative:
Age or date of birth, weight and ethnicity: information unknown/ not provided. Per regulation (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Explant date: n/a, lens remains implanted, therefor not explanted. Telephone number: (B)(6). Device evaluated by MFR: other (81): the intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported a missing haptic incident with an intraocular lens (iol). Through follow up we learned that there was no patient injury and no additional interventions were required. The surgeon chose to keep the lens implanted as it was stable enough to stay in. No additional information was received.